Event description:
A report was received that the recently implanted patient was experiencing pain at the midline and ipg sites, and had a red rash around the sites. The patient was prescribed topical cotrisol betamethasone and hydrocortisol and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm.